Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update rec'd 03/10/2016 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records upon revision the liner was found to have clear evidence of wear and had been deformed into an oval shape. Records also indicate the patient had been experiencing some hip pain. At this time there is no new information that would change the existing MDR decision. The complaint was updated on: 04/02/2016.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
According to the medical records the patient's hip dislocated twice. Update received 3/4/16. Clinical report states that patient has been revised to address a dislocation.

Manufacturer narrative:
No devices returned to review. Other reports were found against the femoral head in a search of the complaints databases. Previous review of device history records identified no related manufacturing deviations or anomalies that would have contributed to the reported event. No other reports identified against the liner. X-rays were reviewed. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.